Manufacturer narrative:
A complete lead was returned in one piece for analysis. As received, the s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was explanted and replaced and the patient was stable with no consequences..